Manufacturer narrative:
(B)(4). Batch # p56y99. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60b cartridges reloads present. The cartridge (a - batch p5710j) was received partially fired 1/16. The cartridge (b- batch p5710j) was received partially fired 1/16 with the pan partially dislodged. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify ¿could not fire after fired a little on the 3rd firing¿? Did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Or, did the device lock-out (no staples deployed and no cut line started)? No.

Event description:
It was reported that during the vats lobectomy, could not fire after fired a little on the 3rd firing. Changed another reload, the event re-happened. Surgeon heard lower motor sound, suspected it was a low battery issue. Another device was used to complete the surgery. There were no adverse consequences to the patient.